Event description:
It was reported that increased and high lead impedance were observed in the right ventricular (rv) lead. It was further noted that the lead was implanted after the expiration date. The lead was replaced. The patient was reported to be enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and triggered an out of range alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance subthreshold lead impedance alert was recorded on 01 and 08 aug 2013. Max vpace impedance rises from an approximate baseline of 900 ohm the week ending (B)(6) 2013 to 3534 ohm the week ending (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407652 implantable pacing lead 2010-(B)(6); 419678 implantable pacing lead 2010-(B)(6). (B)(4).